Manufacturer narrative:
Supplemental report 01 - MDR 2321512. The initial MDR with manufacturing report number (3003442380-2025-12937), was submitted on 19-aug-2025. Upon completion of the investigation, the manufacturing date was updated as 29-oct-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007465, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007465 was manufactured according to the work instruction (wi) version 29 and manufactured in the line 1 on 29-oct-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4k03970 was manufactured according to the (wi) version 65 and manufactured in the machine sc07, on 21-oct-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4k03992 was manufactured according to the (wi) version 65 and manufactured in the machine sc07, on 27-oct-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4k04685 was manufactured according to the (wi) version 65 and manufactured in the machine sc07, on 29-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient faced three infusion sets tubing detachement events on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. The tubing was detached from connector. Infusion sets were used for 24 hours. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.